Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a malfunction the patient had an inflatable penile prosthesis (ipp) reservoir implanted. The physician plugged the opening of old reservoir and old reservoir remains implanted. It was further reported that the physician found there was a lack of saline with insufficient inflation. Although there was a malfunction, the device did not stop working. The patient got well after this surgery.